Event description:
A pt called lfs on 10/3/2002 alleging that their one touch ultra meter was giving their inaccurate erratic readings. Pt had stated that on two different instances, pt had taken the wrong amount of insulin due to erratic readings and had passed out one time. Medical affairs specialist spoke with the pt on 10/4/2002 and they provided additional info. Pt stated that pt has been using this meter for "a while now". About 2 weeks ago, pt started noticing erratic readings. Pt mentioned that there were two incidents that caused pt to have "really low blood glucose". Date and time of these two incidents are unknown. The first incident happened late at night. Pt is on an insulin pump and had taken a bolus of humalog before dinner based on a result on the meter (result and amount of insulin is unknown). At bedtime, that same night, pt took lantus (also on sliding scale based on meter reading--amount of insulin and result unknown). "In a few hours, pt was really low." Pt stated that they just treated themselves with some food and was okay. The second incident happened a couple of nights later. Pt stated that the same thing happened--pt had taken insulin in the evening and at bedtime based on the meter readings (again results and amount of insulin taken is unknown). This time, pt passed out in the middle of the night. Spouse called 911. Pt stated that the emergency medical technician did not come to pt's home--"they just told pt what to do over the phone". Spouse was advised to give pt honey. Pt also tested pt on the meter "several times" (results unknown)--"but the meter kept giving high results". Pt had not been doing any control solution test---did not have any control solution to check meter out. Pt did mention that a few nights back, pt had performed a precision testing on the meter with results of 248 mg/dl, 308 mg/dl and 205 mg/dl within 10 minutes. The difference is 24%. Two meters were sent out to pt---one as the replacement and another as a backup.